Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the perfusion system lost all settings during a power surge which lasted about one and a half second. The device was not changed out, as they reset the parameters. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. The power would not immediately cut off and transfer to the backup power supply as expected, but had a brief (1-2 seconds) powering down (or decrease in power) as would occur in a "brown out", until the power dissipated. When this occurs the power drops below the level to sustain system functions but not low enough to initiate transfer to the battery backup that would normally occur during full power outage. No additional action will be taken at this time.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Per the ccp, the safety monitor did not lose its setting (air bubble detector or level alarms). The pressure transducers lost its zero, thereby loosing over pressure shut off for both arterial line and cardioplegia pump. The field service representative (fsr) was unable to verify the reported complaint. The fsr replaced the cardioplegia (cpg) monitor ampro board and the arterial monitor ampro board as a precautionary measure, re-entered the pressure values and checked operation of the arterial and cpg monitors. Additionally, the fsr reported that he was able to duplicate the issue described as a "brown-out," by turning the main operating room (o/r) power wall switch off and on. The customer is aware of this issue as it has been occuring for some time, though it has not been corrected. The fsr confirmed that there was no functional failure with the system base or peripheral equipment. The unit operated to manufacturer specifications and was returned to clinical use.